Event description:
It was reported that a revision surgery was conducted to remove a broken ti alloy 6.35 rod. Additionally, during the procedure two torque wrenches would not function. Patient outcome: no adverse effect reported as a result of the event.

Manufacturer narrative:
This is 1 of 2 mdrs involved in the same event. Please see MDR numbers:2242816-2012-0002.